Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to failure of internal board of the video connector or the system caused the event. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported the bending section cover on the endoeye flex deflectable videoscope had a pinhole (leakage). No patient injury or procedure impact reported. During the evaluation of the device, it was noted a b30 (scope communication error) occurred due to corrosion of the video connector. This report is to capture the reportable malfunctions of the b30 (scope communication error) occurred due to corrosion of the video connector noted at estimation.

Manufacturer narrative:
Date of event/ event: no additional information was available. The device was evaluated, and the reported issue was not confirmed. The video connector was cracked due to external factors. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.